Manufacturer narrative:
(B)(4). 3004753838-2025-344146 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the supplemental MDR, it was determined that a report was submitted in error, a correction was updated on 01/05/2026. It was reported that an unspecified malfunction occurred. Technical support clarified during the call that on the night of (B)(6) 2025, the patient¿s mobile app displayed ¿high¿. According to the patient, ¿it just said high,¿ but she reported no symptoms at the time. The patient stated that her daughter checked on her hourly and administered 10 units of insulin each hour, but the patient¿s cgm readings did not decrease. Due to the persistently high readings, the daughter decided to take the patient to the hospital. The patient reported being unaware of these events. Her recollection is that she went to bed and later woke up in the hospital on (B)(6) 2025, at which point she became aware of her surroundings. By that time, the sensor had been removed by hospital staff. The patient stated she did not know what had happened until she was informed that she had developed sepsis and diabetic ketoacidosis (dka), and subsequently pneumonia. She was also placed on a ventilator because she was not breathing adequately on her own. While hospitalized, her blood glucose levels were monitored frequently, but she could not recall specific readings, only that they were reportedly running high. She noted that by around 6:00 p.m., her bg tended to fluctuate between 60-80 mg/dl, though there was no documented treatment for hypoglycemia outside scheduled care. She remembered receiving IV antibiotics and diuretics, as she had significant fluid retention. The patient was discharged on (B)(6) 2025. At the time of the event, the patient is currently wearing a sensor, and her cgm reading at the time of the call was 189 mg/dl. Data was evaluated and the allegation was undetermined. Data shows estimated glucose value (egvs) crossed high threshold (300 mg/dl) previous day, (B)(6) 2025, at 05:01 am. Egvs were high (over 400 mg/dl) from 08:56 am until session ended the next day, (B)(6) 2025, at 05:01 am. New session started at 05:07 am and egvs were high (over 400 mg/dl) to from 05:32 am to 11:02 am. Sensor failed at 12:42 pm. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event as the cgm functioned as expected with high readings during an episode of dka needing intensive care intervention.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error, a correction was updated on 12/19/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Technical support clarified during the call that on the night of (B)(6) 2025, the patient¿s mobile app displayed ¿high¿. According to the patient, ¿it just said high,¿ but she reported no symptoms at the time. The patient stated that her daughter checked on her hourly and administered (B)(4) units of insulin each hour, but the patient¿s cgm readings did not decrease. Due to the persistently high readings, the daughter decided to take the patient to the hospital. The patient reported being unaware of these events. Her recollection is that she went to bed and later woke up in the hospital on (B)(6) 2025, at which point she became aware of her surroundings. By that time, the sensor had been removed by hospital staff. The patient stated she did not know what had happened until she was informed that she had developed sepsis and diabetic ketoacidosis (dka), and subsequently pneumonia. She was also placed on a ventilator because she was not breathing adequately on her own. While hospitalized, her blood glucose levels were monitored frequently, but she could not recall specific readings, only that they were reportedly running high. She noted that by around 6:00 p.m., her bg tended to fluctuate between 60-80 mg/dl, though there was no documented treatment for hypoglycemia outside scheduled care. She remembered receiving IV antibiotics and diuretics, as she had significant fluid retention. The patient was discharged on (B)(6) 2025. At the time of the event, the patient is currently wearing a sensor, and her cgm reading at the time of the call was 189 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event as the cgm functioned as expected with high readings during an episode of dka needing intensive care intervention.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e0743 respiratory insufficiency / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported receiving an unspecified high glucose reading in her mobile app the day after the sensor was applied to her arm. She did not recall seeing any error messages in the app. Her daughter was administering insulin at that time. There was no mention of whether blood glucose was confirmed via fingerstick. The patient reported feeling no symptoms and recalled going to sleep that evening. When the patient awoke on (B)(6) 2025, she was at the hospital and was not fully aware of her surroundings. She stated that her daughter had driven her to the hospital that day. The patient became fully aware of her surroundings on (B)(6) 2025. During hospitalization, she was informed that she was septic and in diabetic ketoacidosis (dka). She required ventilator support after experiencing respiratory failure and was treated with intravenous antibiotics and diuretics. The patient reported that hospital staff had removed her sensor and monitored her glucose via fingerstick testing. Blood glucose readings varied, sometimes exceeding 300 mg/dl and at other times ranging between 60¿80 mg/dl. At the time of reporting, the patient stated she was doing fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.